Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tamping rod of a 6/7f mynxgrip vascular closure device (vcd) did not become visible after the sheath was shuttled up, and there seemed to be no sealant deployed. There was no reported patient injury. The user was trained to the device. The product was properly stored and opened in the sterile field. The device will be returned for evaluation.